Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's daughter that the customer's insulin pump had a blank display as well as a failed battery test alarm. It was also reported that the customer was hospitalized for a non diabetic reason. Troubleshooting was declined. No additional information was provided.